Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rectocele repair and posterior vaginal repair; due to stress urinary incontinence and symptomatic rectocele. It was reported that following insertion the patient experienced bleeding, infection, urinary problems, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic organ prolapse. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to urinary tract infection, incomplete bladder emptying, and vaginal pain.